Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). To date the device has not been returned.

Event description:
It was reported by the affiliate in that during a shoulder arthroscopy for a bankart repair procedure on (B)(6) 2021, it was observed that the suction on the vapr coolpulse90 electrode device was blocked. Another like device was used to complete the procedure with a five minute delay. There were no adverse patient consequences reported. No additional information was provided.